Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat's bottom branch broke and fell off inside the abdominal cavity next to the uterus off. The issue occurred during a therapeutic laparoscopic hysterectomy procedure. The whole broken branch was retrieved with the aid of forceps and no visible damage was noted. Imaging was not required as the whole device piece could be found. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.